Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: excision of vaginal tumor. (B)(4) will address device 1 of 2. (B)(4) will address device 2 of 2. The surgeon used "the device on the carcinoma but the carcinoma was so big that the jaws of the eb040 could not properly clamp down. He went ahead and utilized the energy device on the carcinoma when the jaws where not fully closed. He managed to break the jaws of 2ea eb040 before he transected the carcinoma. The jaws of the device do not function now and the knife blade is out of the tracks." Both devices are available for return. No patient injury. Additional information was received via email from clinical development analyst from territory manager on thursday 31-aug-2017: "I was able to reach the tm today regarding these cers. The tm also described the carcinoma tissue as "hard as a rock." When the jaws broke, the jaws were open with the blade fully exposed and hanging out. Both devices were shipped out today so we should be receiving them soon for analysis." Patient status - no patient injury.

Manufacturer narrative:
This report will address event unit #2 of 2. Refer to medwatch no. 2027111-2017-02009, which will address event unit #1 of 2. Investigation summary: the event unit was returned to applied medical for evaluation without the device key, the portion of the device that connects the handpiece to the voyant® electrosurgical generator. Visual inspection and functional testing confirmed the complainant's experience of an exposed blade. Additionally, engineering performed testing on a sterile unit and was able to replicate the event. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by improper handling during use. The instructions for use (IFU) advises the user to "use caution when patients exhibit an inflammatory response or have incompressible tissues in the operative area. Effective use of the sealing instruments may be limited." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.